Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.018¿ to 0.111¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint regarding the tip defective tip cover was confirmed by failure analysis. Common causes of damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors tip cover instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory was avoided. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue for avoided was that it was torn. The mcs tip cover accessory appeared to be installed during surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed however not installed beyond the orange surface. The tip cover was torn during procedure. There was no damage identified before, during, or after the arcing event occurred.